Manufacturer narrative:
Medwatch field b7 other relevant history updated. The field service representative checked the analyzer and adjusted the cell rinse levels of the cuvette wash station. A precision check was performed and the results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 789855. The expiration date was not provided. Precision tests were performed. The results were not acceptable. The customer's calibration was acceptable. The field service representative (fsr) changed a setting in the customer's system that is required for data to be transmitted. The fsr noted the sample had a low volume and appeared cloudy. The sample was repeated using a hitachi cup and the results were 5.45 umol/l, 5.29 umol/l, and 5.39 umol/l. The investigation is ongoing.

Event description:
There was an allegation of questionable iron results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 4.74 umol/l. The result was reported outside the laboratory and a doctor questioned the result. On 19-jul-2024 the sample was repeated and the result was 14.3 umol/l. This result was believed to be incorrect. The sample was repeated on another module and the result was 4.51 umol/l.